Event description:
Case description: investigation result. Product: mixtard 30 penfill. Batch number: hr7k594. The product was not returned for examination. A reference sample was examined macroscopically, microscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Product: novopen 4. Batch number: dvg1840-1. The product was not returned for examination. Since last submission, the following was added to the case: other relevant history updated. Investigation result updated. Manufacturer comment updated. Narrative updated accordingly. Manufacturer's comment: 30-jan-2020: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 697953. Hyperglycaemia assessed as a listed event according to the novo nordisk current ccds information on mixtard. Information regarding suspect drug therapy dates, onset date for the event, investigational findings are not available for complete medical assessment, however it was reported that the cartridge holder was broken at the region at which the two pen parts are closing together and novopen 4 was not injecting in the insulin as the piston was not moving to press the cartridge back to inject the insulin which resulted in hyperglycemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard. H3 continued: evaluation summary: product: novopen 4. Batch number: dvg1840-1. The product was not returned for examination.

Event description:
Hyperglycaemia exceeded 600 mg/dl [hyperglycaemia]. Piston was not moving to press the cartridge back to inject the insulin and pen not injecting insulin [device malfunction]. Cartridge holder was broken at which the two pen parts are closing together [device breakage]. Novopen 4 didn't inject the accurate dose [incorrect dose administered by device]. Dialling clicks was used to estimate the dose of the insulin [wrong technique in device usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycaemia exceeded 600 mg/dl(hyperglycaemia)" with an unspecified onset date, "piston was not moving to press the cartridge back to inject the insulin and pen not injecting insulin (device component malfunction)" with an unspecified onset date, "cartridge holder was broken at which the two pen parts are closing together (device breakage)" with an unspecified onset date, "novopen 4 didn't inject the accurate dose (incorrect dose administered by device)" with an unspecified onset date, "dialling clicks was used to estimate the dose of the insulin (wrong technique in device usage process)" with an unspecified onset date, and concerned a (B)(6) old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) from unknown start date for "diabetes mellitus" (dose and frequency 40 iu, qd (30 u morning and 10 u night), patient's height: 165 cm, patient's weight was (B)(6). Patient's body mass index was not reported. Current condition: diabetes mellitus since 2012 (type not reported), hypertension, osteoporosis, haemophilia and neuritis. Concomitant products included - janumet (metformin hydrochloride, sitagliptin phosphate monohydrate) , 50 mg --/--/2013 to ongoing, amosar forte (hydrochlorothiazide, losartan potassium) --/--/2016 to ongoing, cardilol [atenolol] (atenolol) --/--/2016 to ongoing, jusprin (acetylsalicylic acid) --/--/2014 to ongoing, lasilactone (furosemide, spironolactone) --/--/2018 to ongoing, cobal [cyanocobalamin] (cyanocobalamin) (B)(6) 2019 to ongoing, milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride) --/--/2015 to ongoing treatment included - mixtard 30 (insulin human). On an unknown date (from 10 to 15 days, at the time of reporting), patient suffered from hyperglycemic symptoms - several urination and constant thirst. Patient blood random blood glucose exceeded 600 mg/dl. It was also reported that, there was a problem in the novopen 4. It was suspected that there was a problem in the needle of the pen and after changing it and injecting with the pen, it was found that the novopen 4 was not injecting in the accurate dose of insulin as the piston was not moving to press the cartridge back to inject the insulin which resulted in hyperglycemia. The patient tried to open the pen, and the cartridge holder was broken at the region at which the two pen parts are closing together. The needle was attached to the pen in a 180 degree angle. It was also reported that the cartridge holder was detached from the pen's body intentionally before the patient experienced the event and after the assembly insulin flow was checked patient stopped using the pen with the penfill and started using mixtard 30 vial with the syringe and the blood glucose was controlled after 4-5 days from the treatment of mixtard 30 vial. The start date of the suspect products was reported to be on 2012. Batch numbers: novopen 4: dvg1840-1; mixtard 30 hm penfill: hr7k594. Action taken to mixtard 30 hm penfill was reported as product discontinued. Action taken to mixtard 30 hm penfill was reported as product discontinued. The outcome for the event "hyperglycaemia exceeded 600 mg/dl(hyperglycaemia)" was recovered. The outcome for the event "piston was not moving to press the cartridge back to inject the insulin and pen not injecting insulin(device component malfunction)" was not reported. The outcome for the event "cartridge holder was broken at which the two pen parts are closing together(device breakage)" was not reported. The outcome for the event "novopen 4 didn't inject the accurate dose (incorrect dose administered by device)" was not reported. The outcome for the event "dialling clicks was used to estimate the dose of the insulin(wrong technique in device usage process)" was not reported. Company comment: hyperglycaemia assessed as a listed event according to the novo nordisk current ccds information on mixtard. Information regarding suspect drug therapy dates, onset date for the event, investigational findings are not available for complete medical assessment, however it was reported that the cartridge holder was broken at the region at which the two pen parts are closing together and novopen 4 was not injecting in the insulin as the piston was not moving to press the cartridge back to inject the insulin which resulted in hyperglycemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reporter comment: patient did not test the hb a1c , fasting blood glucose or post prandial blood glucose. Used insulin was not stored at room temperature (20-25 degrees celsius) but stored in refrigerator. Patient did not change from another novopen to the current novopen.